Manufacturer narrative:
Concomitant medical products: addr01 ipg; implanted: (B)(6) 2010.

Event description:
It was reported the patient developed a (B)(6) infection; septicemia and sepsis. The patient went into septic shock; there was acute kidney injury and encephalopathy. Additionally reported were vegetation's around the device and leads. The implantable pulse generator (ipg) system was removed and replaced. The patient remains hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.